Manufacturer narrative:
It was reported that left hip revision surgery was performed due metallosis and elevated levels of cobalt and chromium. During surgery bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Review of the provided implantation report indicated no inconsistencies related to the surgical technique, a potential cause or contributing factor for the later revision. According to the provided revision report, the patient did well until 6 to 9 months before the revision. The patient noticed acoustic phenomena from the hip and had elevated cobalt and chromium levels (no additional information provided). During the revision, some periarticular metallosis, metal stain tissue, some retro-acetabular osteolysis and contained bony defects as well as a migrated acetabular component in fairly vertical position noted. Based on the available information a root cause of the reported issues cannot be determined and it remains unclear whether the vertical cup position was a contributing factor or a result of the reported findings. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to metallosis and elevated levels of cobalt and chromium.